Event description:
It was reported that during use with bd vacutainer® safety-lok¿ blood collection set the needle would not retract and the nurse received a dirty needlestick injury. The patient had no blood infections, therefore, the nurse did not receive any treatment. The following information was provided by the initial reporter, translated from french to english: "during a blood collection ; the "mechanism" of withdrawal of the butterfly being defective, the whole needle and withdrew from the patient. And I pricked my right index finger. I was wearing gloves." Additional information received from customer on 05-jun-2023: no, the patient's blood was not infected. No, the nurse did not receive any treatment.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each having their safety shields activated, and no issues were observed relating to faulty safety mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode faulty safety mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The following field has been updated with additional information: b.5. Describe event or problem: it was reported that during use with bd vacutainer® safety-lok¿ blood collection set the needle would not retract and the nurse received a dirty needlestick injury. The patient had no blood infections, therefore, the nurse did not receive any treatment. The following information was provided by the initial reporter, translated from french to english: "during a blood collection ; the "mechanism" of withdrawal of the butterfly being defective, the whole needle and withdrew from the patient. And I pricked my right index finger. I was wearing gloves." Additional information received from customer on 05-jun-2023: no, the patient's blood was not infected. No, the nurse did not receive any treatment.

Event description:
It was reported that during use with bd vacutainer® safety-lok¿ blood collection set the needle would not retract and the nurse received a dirty needlestick injury. The patient had no blood infections, therefore, the nurse did not receive any treatment. The following information was provided by the initial reporter, translated from french to english: "during a blood collection ; the "mechanism" of withdrawal of the butterfly being defective, the whole needle and withdrew from the patient. And I pricked my right index finger. I was wearing gloves." Additional information received from customer on 05-jun-2023: no, the patient's blood was not infected. No, the nurse did not receive any treatment.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As nipro, thailand is an OEM manufacturing site. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with bd vacutainer® safety-lok¿ blood collection set the needle would not retract and the nurse received a dirty needlestick injury. Information regarding intervention or any possible blood infections have not yet been reported. The following information was provided by the initial reporter, translated from french to english: "during a blood collection ; the "mechanism" of withdrawal of the butterfly being defective, the whole needle and withdrew from the patient. And I pricked my right index finger. I was wearing gloves."